Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012515358 was returned and analyzed. The catheter was mostly intact, although the shaft was broken at the tip of the handle. Aside from this issue, there were no visible defects. The steering function operated normally, with the distal catheter tip rotating about 170 degrees (°) in both directions. Additionally, the slide function worked as expected, and the capture device's shape was typical, showing no unusual characteristics. The catheter connected to a test cic without resistance, and the connection was secure, indicated by both latches fully engaging the catheter connector. The slide control functioned properly with no issues. Upon fully advancing the slide control to extend the guidewire lumen, no kinks were observed, indicating correct functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connecting to the generator via a test cic, and therapy deliveries were successfully performed. Hipot testing confirmed the integrity of the electrode wires' insulation. However, electrical continuity testing showed an open loop at electrodes 5,7 and 9. X-ray imaging confirmed the defect at the shaft, revealing that it was broken at the tip of the handle and the electrode wires were entangled. In con clusion, the reported signal noise issue was reproduceable and the catheter failed return inspection due to the shaft was broken at the tip of the handle, the electrode wires entangled in the shaft and handle area and an open loop at electrodes 5,7 and 9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were no electrocardiogram signals detected on the catheter. The catheter was replaced to resolve the issue. No patient complications have been reported as a result of this event.